Manufacturer narrative:
Patient weight was not provided for reporting. Date of event is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review is pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the product specific peek implant (psi) was successfully implanted (B)(6) 2018. Post-operative, patient had wound dehiscence. Patient¿s skin was of poor quality and was very tight above the implant. Patient underwent removal surgery on (B)(6) 2018 and the implant was removed. A new implant with larger flattening is needed. Reportedly, the implant has no material defect and it fitted well. The only problem was the skin quality or the wound of the patient. A new implant with larger flattening is needed. Patient outcome was reported as long time hospitalization, and revision is planned. This report is for one (1) (B)(4) peek implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# sd800.439, lot# l769715. Manufacturing location: (B)(4)., release to warehouse date: feb 08, 2018. The device history record shows this lot of 1 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Manufacturing site name and address. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.